Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was found to have a broken tube extension at the orange plastic section. The tube extension is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Thermal damage was not observed. Additionally, the instrument was found to have dislodged proximal clevis at the tube extension. The proximal clevis became dislodged due to the broken main tube extension. A review of the provided video was performed and provided the following information: it can be seen that the wrapping of rectum with gauze for anatomical retraction, as reported. The endoscope was removed from the body for cleaning at the 1:12 timestamp. When the endoscope was re-installed, the user introduces gauze into the surgical field. There are numerous collisions between the laparoscopic grasper and the installed robotic instruments around this time. There was no reported injury. There is very minor oozing when the tip up is used to retract distal anatomy, but it self-resolves without intervention before the end of the video. When the mcs is installed on usm 4 (~2:30 timestamp) the tip cover was displaced from its intended installation position (orange shaft underneath is visible) and the wrist is in an articulated position. It could not be sure if the articulated wrist position is a result of a damaged product or intended user positioning because could not see the hand controls. However, the displacement of the tip cover and the physician / hospital response do suggest that some intraoperative collision could have occurred.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, before manipulating the posterior wall, the monopolar curved scissors (mcs) instrument was swapped for tip-up fenestrated grasper. After manipulation, the mcs was swapped back in, and damage was confirmed when an attempt was made to move the mcs. During the operation, the site called the intuitive clinical sales representative stating that the mcs could not be removed from the cannula. The csr responded by confirming the condition of the shaft damage over the phone and instructed them to forcibly straighten the shaft and proceed with removal. The mcs instrument was successfully removed from cannula. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mcs product involved with the alleged issue to perform failure analysis. There was no RMA issued for the tip cover accessory. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.